Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Choked [choking], lower piece broke off - oral-b brushhead [device breakage]. Case description: a consumer of unspecified age and gender reported spontaneously via e-mail on (B)(6) 2017 that the lower piece of the oral-b dual clean brushhead broke off and he/she choked on it. The case outcome was recovered. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.